Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and insulin delivery was resumed. Customers blood glucose was 250 mg/dl.

Manufacturer narrative:
Load and high bg the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes. Occlusion the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.